Event description:
Boston scientific crm rec'd info that this right atrial lead was exhibiting low amplitude measurements. It was suspected that the lead was dislodged. No adverse pt effects were noted. During the procedure, the physician was not able to successfully push a stylet into the lead, possibly due to blood build up in the lead shaft. As a result, the lead was explanted.